Event description:
It was reported that one week post implant, this patient received an inappropriate shock from this subcutaneous implantable cardioverter defibrillator (sicd). Episode review was requested. A boston scientific (bsc) technical services consultant identified the patient's rate was approximately 70 bpm which marched through the oversensed baseline artifact. Additionally, smartpass was disabled due to the oversensed noise. The consultant suspected the presence of air in the device header resulted in the clinical observations. The bsc local area representative noted the post operative x-ray appeared to show air around the sicd. Programming options were discussed and the consultant recommended additional x-rays to ensure appropriate device to lead connection. The patient presented to the clinic for follow up and defibrillation therapy was programmed off. No additional x-rays were obtained. The system remains in service and no additional adverse patient effects were reported. The patient will be followed in one month.